Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial lead exhibited high capture threshold. A chest x-ray image showed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.